Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent unknown procedure on unknown date in 2019 and suture was used. The suture was used during fascial closure. The suture breaks about 1 cm behind needle. There were no adverse patient consequences reported.